Event description:
During a routine device exchange, noise resulting in oversensing was noted on the right atrial (ra) lead. Furthermore, high capture threshold was seen on the right ventricle (rv) lead. Both the rv and ra leads were explanted to resolve the event. The patient was stable.

Event description:
High capture threshold was seen on the right ventricular (rv) lead. Furthermore, noise resulting in oversensing was observed on the right atrial (ra) lead. Both the rv and ra leads were explanted to resolve the event. The patient was stable. Related manufacturer reference number: 2017865-2021-31951.